Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of less than 20 mg/dl at the time of the incident. The customer was at 96 mg/dl at the time of the call. The customer used food and was given glucagon and intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer had another low of 21 mg/dl on (B)(6) 2019. The customer also reported sensor calibration, sensor communication, sensor glucose versus blood glucose differences, and change sensor errors. The insulin pump and sensor will be returned for analysis.